Event description:
During baxter's evaluation of a spectrum pump, the device displayed system error 105. There was no patient involvement.

Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through review of the event history log. Evaluation found the outer gearbox bearing was worn with the bearing cage broken and starting to disintegrate. The failed motor assembly was replaced.

Manufacturer narrative:
Manufacturer report no.: (B)(4). The initial manufacturer report stated the reported system error 105 was not reproduced which was incorrect and has been updated. System error 105 was reproduced during evaluation while running a loaded set.